Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in an unknown number of wafers out of unknown number of boxes from unknown lots, the starter hole was off centered resulting in decreased wear time. Her usual wear time used to be 7 days. The end user removed the wafer and applied a new one. No photo is available at this time.